Manufacturer narrative:
No timeouts, drive stalls or alarm were seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated at 57 pulses. The inspection of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no damages or defects that would result in the reported needle deploying early. Although no problems were found, it could not be determined when the device deployed. The device was received fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was bent.